Event description:
During surgery on (B)(6) 2011 the following batches have been applied: (B)(4). Two days after surgery the following symptoms appeared: local hyperthermia, flush, swelling, fever up to 39 degrees c and on day 3 up to 39.5 degrees c. Administration of clindamycin i.v.. Laboratory test results: crp 4.9, leucocytes no pathological finding, smear test negative. Up to day 8 repeated fever attacks up to 40 degrees c, crp regressive (4.1, 3.8, 3.5), from day 6 regressive flush, from day 9 regressive local hyperthermia, fever < 38.5 degrees c, patient discharged, oral antibiosis continued. No other reasons could be linked to these symptoms.

Manufacturer narrative:
(B)(4). Baxter medical assessment: apparently a local inflammatory reaction with fever occurred postoperatively after use of four kits of actifuse abx. Actifuse is supplied sterile and unlikely to cause infection. An investigation of the sterility parameters of the reported lots of actifuse abx is recommended. A causal relationship will be determined as soon as the clinical questions have been clarified and the lots have been internally checked. (B)(4). Please know that this is one (1) of four (4) reports that is being submitted for this adverse event as there are four (4) different product lot that were utilized. This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information was required to provide an assessment of the case.

Manufacturer narrative:
(B)(4). Baxter manufacturing investigation: a review of the batch record for this product lot indicated that all release and testing specification were met. The review showed no non-conformities, failures, rework or deviations related to the reported complaint issue. The complaint is not related to a defective component, or raw material utilized in the manufacture of the finished product. Baxter medical assessment: surgery has been performed for a recurrent bone cyst in a pediatric case of previous elastic stable intramedullary nailing. While bone surgery itself may play a role in triggering local inflammatory reactions, the use of 4 units of actifuse abx (which is a bioactive bone implant) may also have contributed (augmented) the local inflammatory response. A local contamination and infection can be ruled out. The review of clinical circumstances does not reasonably allow ruling out that actifuse has contributed to the augmentation of the surgically induced inflammatory reaction. Please know this is 1 (one) of 4 (four) reports that is being submitted for this adverse event as there are 4 (four) different product lots that were utilized on 1 (one) patient. Baxter complaint numbers: (B)(4). This is the first complaint of this nature for the reported lot. No quality issue has been identified.